Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4) , ubd: (B)(4) 2022, UDI#: (B)(4) : patient code (B)(6) no longer applies device code (B)(4) applies to product ID: 3889-28 only .if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer via manufacturing representative (rep): the patient was involved in car accident, and lost relief after the accident. X-ray confirmed lead had migrated and revision was planned for (B)(4) 2018. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
Analysis of the implantable neurostimulator with (B)(4) found no significant anomalies, device functioning okay. Analysis of the lead with lot # va1npxk revealed cut through body segment. The lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 29-jan-2022, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via manufacturing representative regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation. It was reported that the patient was on the schedule for a full replacement. It was noted that the patient was in a car accident and needed a lead revision. The revision did not occur but it was scheduled for (B)(6) 2018. There were no further symptoms or complications reported or anticipated.